Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While there was no change in mitral regurgitation (mr), the reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping of the leaflets appears to be related to patient morphology/pathology (restriction in the posterior leaflet in the p2 segment). The reported patient effect of tissue damage appears to be a result of the difficulty grasping and the reported unchanged mr a result of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. Two clips were implanted reducing mr to 3-2. A third clip was advanced and grasping the leaflets was difficult due to the anatomy. The leaflets were grasped and mr was reduced to 1-2; however, before establishing final arm angle, mr increased to 4. Tissue damage was suspected where the third clip had grasped. The third clip was not implanted and the clip delivery system (cds) was removed. The patient remained stable. Additional treatment may be performed; however, there is no scheduled date. No additional information was provided.